Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Sieve bed, saturated. Manifold, other/defective. Complaint was confirmed. The underlying cause is control switch broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Sieve bed, saturated. Manifold, other/defective. Dealer is stating that the unit alarm is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit alarm is not working.